Manufacturer narrative:
(B)(4). (B)(6). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss replaced the front bezel assembly due to the bezel was destroyed by emergency personnel. The fss performed a field service checklist. The system was verified for all modes of operations and calibrations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
An eye center surgery center reported a surgeon and nurse experienced having the finger pinched/jammed between the tubing pack holding mechanism and bezel assembly of a phacoemulsification unit. A description of the events is that the nurse had her finger stuck between the components and the surgeon attempted to assist in releasing the nurse's finger when his ring finger became trapped in the same location on the unit. An abbott product specialist attempted to remove the fingers from the mechanical mechanisms but was unsuccessful. Emergency personnel arrived at the surgery center and managed to release the fingers from the unit by destroying the bezel assembly. The nurse and surgeon were taken to a hospital for a medical evaluation. The hospital conducted x-rays to determine if additional medical or surgical intervention was required. The x-ray revealed no broken/fracture bones. The surgery center staff has return to work without any limitations. When the event occurred, there was no patient involvement and surgeries had not commenced. Another phacoemulsification unit was used for the surgeries scheduled for the day of incident. No additional information is provided. This is report is for the surgeon.

Manufacturer narrative:
Extended investigations were performed. As addressed in follow up #1, use error was identified as the probable cause¿ physician and nurse improperly removed tubing pack. Amo performed a safety compliance review. After review of general requirements for basic safety and essential performance for trapping hazards, the pinch point hazards were considered during design and development and no pinching hazards were identified during testing and certification process. Since this report of pinch point has now been identified, corrective actions to address this issue are in the process of being implemented. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The corrective action will be discontinued. No corrective action is recommended at this time. While probable cause was use error, product labeling was reviewed as part of the investigation. The review of the operator¿s manual for the installation and removal of the tubing pack was found to be sufficient. Additionally, this is the first known incident for the signature system. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The review of the device history record (DHR) for whitestar signature system showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The potential cause for the finger stuck in the signature system is during the tubing pack release process, the gap between fluidic bezel assembly and latch angle slider right could contribute to the reported issue, however the proper way of handling the tubing pack is to hold the tubing pack from the handle in this case, the user has not followed the proper way which could also contribute to the reported issue. This was an isolated incident and no other complaints for finger pinch were identified within last year. A labeling review was conducted; the operator manual for the system was reviewed. The operator manual documents the installation and release process clearly. All pertinent information available to abbott medical optics has been submitted.